Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tfl laser footswitch- wireless keeps pairing and unpairing automatically. They could not configure wireless foot pedal to the system. The event occurred prior to a ureteroscopy. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device for this complaint was returned with the incorrect product coding, which resulted in no product evaluation, and the device was returned back to the field. For this reason. A physical inspection could not be performed. Therefore, the complaint could not be confirmed. If the device returns again, we will evaluate and send an updated investigation. Based on the results of the investigation with the information available, troubleshooting was conducted, however, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.